Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Based upon the inspection of the returned sample the reported event was reassessed and deemed not reportable. Two (2) 8 french angio-seal device was returned for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath, carrier tube, guidewire, header bag, and an unused sample. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The suture was fully deployed and had been cut. No damage or issues were identified. The carrier tube was opened, and the tamper tube was found to have been present within the device. The unused sample was found to have been fully mated and fully deployed, and no issues were identified. The complaint was unable to be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Event description:
The user facility reported the 8 french angio-seal was missing the small blue plastic 'pusher' / 'tamper' used to push down on the collagen plug during deployment. The event occurred during the procedure. The impact of event on the patient was unknown. No life-threatening injury or death involving the device was reported. There was no permanent injury to body function or body structure. Intervention to prevent permanent injury was required. No known affect to patient condition on the event and outcomes. Additional information was received on 07apr2025: when they pulled back the device, the tamper tube was not there. The procedure was a transcatheter aortic valve implementation (tavi). The procedure sheath used was an 18 french; however, already closed with two proglide. The angio-seal was used as vessel was still leaking. A pre-deployment angiogram was performed. Hemostasis achieved by maintaining tension on the suture and tamping collagen with artery forceps. Procedure was completed successfully. No blood loss. No patient harm. Concomitant medical products used with the angioseal x 2 proglide already deployed. The patient was fairly skinny; therefore, was easily able to tamper manually.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.